Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on(B)(6) 2015, the patient's g5 transmitter would not pair with the g5 application upon replacement of the patient's sensor. No additional patient or event information is available.